Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event with an infusion set. The blockage was at the site and was alerted by occlusion alarm. Patient changed supplies as necessary and resumed insulin therapy. No further information available.